Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that customer had asked to have their cardiosave intra-aortic balloon pump (iabp) checked out. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm powered on the iabp unit and observed power up test fails code #14. Unrelated to the reported issue, the stm also observed that the pressures were not within factory specifications. The stm replaced the scroll compressor and re-calibrated the pressure transducers. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that customer had asked to have their cardiosave intra-aortic balloon pump (iabp) checked out. There was no patient involvement, and no adverse event was reported.